Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. Customer reported an elevated blood glucose (bg) level above 600 (mg/dl) and delivered an injection to address bg level. During a system check with tandem technical support, the occlusion appeared to be related to the cartridge. Recommendation was made to change to cartridge. Customer acknowledged.